Event description:
It was reported that during a surgery the device reset itself. The device stopped by itself when water circulated and became very hot. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 13-apr-2022. It was confirmed that the error occurred during an arthroscopy of the knee joint and the tubings ar-6420, ar-6425 and ar-6430 were used with the reported pump. No error message was displayed during the device failure.

Manufacturer narrative:
The complaint allegation was not confirmed. One ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and no apparent damage was noted. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. - the returned ar-6480 dualwave arthroscopy fluid management system device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and functioned as intended with no error messages and no audible alarms triggered. The complaint tube set was not sent for evaluation. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the allege pump, and to verify if an error message and/or audible alarm will be triggered. The results of the clamp test confirmed the pump did triggered an alarm and provided an error as intended/expected. Review of complaint records for serial number (B)(6), showed that the dualwave arthroscopy fluid management system has one previous complaint.